Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 in non-dehp microbore bi-fuse set was cracked. The following information was provided by the initial reporter: it was reported by the customer that the hub cracked while reattaching it to the patient's PICC line.

Event description:
It was reported that 6 in non-dehp microbore bi-fuse set was cracked. The following information was provided by the initial reporter: it was reported by the customer that the hub cracked while reattaching it to the patient's PICC line.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-15. H6: investigation summary: a complaint of a sets hub cracking was received from the customer. One sample was returned for investigation. Through visual inspection the customer complaint was confirmed. Cracking at the male luer was observed. The crack went fully through the component. A device history record review could not be performed on model me1001 because a lot number was not provided by the customer. The root cause for this defect is an excess amount of stress being added to the male luer during connection, causing cracks. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.